Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the pitch cable was broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. No other damage or wear marks were observed on the clevis. The instrument passed electrical continuity testing. Failure analysis investigation also found insulation damage on the distal end of the main tube where material was missing. The surface of the main tube appeared to be scraped off in various areas. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken cable and/or tube abrasions with material removed could likely cause or contribute to an adverse event, if the malfunctions were to recur.

Event description:
It was reported that prior to starting a da vinci hysterectomy procedure, a broken cable was identified on the fenestrated bipolar forceps instrument. There was no report of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.